Event description:
It was reported the radiopaque marker detached from this introducer sheath into the soft tissue of the biliary tree during a biliary drainage procedure. Retrieval of the detached marker utilizing a dilator was uneventful. Another unit was used to successfully complete the procedure without patient complications. Patient anatomy and/or user technique may have been contributing factors to this event. However, without evaluating the device the co is unable to determine the exact cause for this event.